Event description:
It was reported that the patient was experiencing paint at the ipg implant site. Surgical intervention was undertaken during which the ipg was relocated. Stimulation was restored following the procedure.

Manufacturer narrative:
Event date is estimated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.